Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, (B)(6) 2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to log into pyxis enterprise server. The technical support specialist restarted the services and application pools, but some sites did not remain running. Upon checking the server certificates, the tss noticed a new certificate installed on date 8th, so reinstalled the certificate using a special file that also binds it to the iis idm3 processes. After this, while monitoring the identity server logs, the tss observed that users were finally able to log in. The tss continued monitoring for a few hours, and everything appeared stable. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user was unable to login. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.